Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) that upon attempting shock on t command did not go through. This command was hit again. Switching to manual burst also did not get through to the device. The device proceeded to deliver the pacing train and shock on t, which induced the patient. After the two shock on t inductions the device sensed appropriately and delivered a 21j shock. There was inquiry of the delay. Also a second shock delivered could not be accounted for as it was not marked on the real time electrograms (egms), but definitely seen. The field representative noted discontent with this issue and requested assistance regarding radiofrequency (rf) with this clinic. Strips were sent for further evaluation of this event.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed the delay was likely due to a poor radiofrequency (rf) signal. Ts also explained how egms have priority in this platform and that prm will keep trying to deliver commands until they go through, which explains the delay in shock on t delivery. Further the second shock was not delivered by device as it was not marked on real time egms and ts suggested looking into other sources. Latching verses rf issues were addressed. Further, ts can not explain why it would have done it twice unless the shock on t was hit again and device delivered the commands simultaneously. To date, there have been no reported patient symptoms associated with this clinical observation. The device was explanted over three years later as the patient required an upgraded device. The device was returned for analysis. The device was returned at beginning of life (bol). Visual inspection showed no anomalies. The set screws were checked and all operated normally. The device was further tested and passed all tests commensurate with battery voltage. In conclusion, analysis could not confirm the field allegation.